Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer was unresponsive. Analysis noted that the programmer powered up in the middle of a software load. It was determined that there was no software loaded on the programmer. The software was reloaded and the programmer was responsive. Analysis also noted that the stylus would not stay calibrated. Due to lack of parts required to repair the programmer was scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unresponsive. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.